Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump was not responding properly and she had difficulty filling the tubing. Customer stated she had to press and hold the act button multiple times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased dome. The pad connected was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window and missing the end cap sticker.